Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl. The customer stated that they just wanted to change infusion set and site and that their high blood glucose started when they changed set out late. The customer treated with bolus. Customer's blood glucose value was 555mg/dl at the time of the call and was 585mg/dl before call ended. Customer declined to troubleshoot for high readings. The product will not be returned for analysis.